Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 implantable pacing lead implanted: 2007-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent noise was observed on the lead. It was further reported that the connection at the header was stable and no noise could be reproduced with manipulation by the physician. It was noted there appeared to be some abrasion on the lead¿s outer insulation. It was reported there was a suspected fracture of a lead insulation issue. The lead was reported to have previously tripped a lead integrity alert (lia) due to both noise and later due to a low impedance measurement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.